Event description:
The customer reported that the heartstart xl defibrillator AED function with the pads was not working during a code. No adverse pt impact was reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.